Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that there was a problem with the patient¿s neurostimulator and it needed to be replaced. The patient clarified that the ins battery was dead and overdischarged. The patient reported that a manufacturer representative attempted to jump start their ins in the office on (B)(6) 2018 and was unsuccessful. The patient wanted a manufacturer representative to attend their next appointment with their healthcare provider (hcp) to discuss replacement. Additional information was received from the patient. It was reported that the patient was told that their battery was "beyond repair." The patient reported that they had let the battery "run out" and the manufacturer representative was not able to get it started. The patient had the ins replaced on (B)(6) 2018. No further complications are anticipated.